Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A faulty pinch valve was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty pinch valve. However, the specific cause of the faulty pinch valve was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the insufflation unit pinch valve did not work as intended and pneumoperitoneum couldn't be performed properly. The issue was found during preparation before use inspection for an unspecified therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.